Manufacturer narrative:
This ingevity lead was returned severed ~ 465 mm from the terminal end. Only the proximal segment was returned to boston scientific's post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the proximal segment found no anomalies other than induced damage from normal use on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
During routine follow-up it was reported that this right ventricular lead was explanted due to infection and found to be dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
During routine follow-up it was reported that this right ventricular lead was explanted due to infection and had a dislodged. No additional adverse patient effects were reported. The lead has been received for analysis.